Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital with complaint of chest pain and shortness of breath (sob) and was admitted to the emergency department. Review of stored device data noted stable lead measurements and noted the patient has been in atrial tachycardia (at)/atrial fibrillation (af) since 2022. Occasional undersensing of at/af was noted at the current fixed sensitivity of 0.25 millivolts (mv). A health care professional (hcp) indicated that another call would be placed to technical services (ts) if the cardiac team wanted to change the programmed sensitivity. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. The hcp did not provide their last name during the call. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.